Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable and gib pcb were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had stator not on error message. This error will likely cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.